Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have 2 bent grips, causing them to be misaligned. The offset at the tips was 0.87 mm. The grips were not found to be cracked. The finding is related to the customer complaint. Additionally, the instrument was tested in a housing system and failed the clipping test. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not clamp. Noticed while setting up. The procedure was completed and the device was not used on the patient.